Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 8 mdrs filed for the same patient (reference 0001825034-2012-02144 / 02145 & 2014-00558 & 00560 / 00564).

Event description:
Legal counsel for patient alleges patient underwent bilateral total hip arthroplasty procedures and further reports patient allegations of negative effects to tissues, bones, muscles and ligaments. Operative reports and review of invoice history confirmed the patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2009. There have been no reported revision procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.